Manufacturer narrative:
Per email received from the FDA on 17apr2019, a correction for field g7 was requested to capture the correct type of MDR report follow-up # that was submitted on 06-june-2017. This typographical error resulted in the other follow up report numbers being out of sequence.

Event description:
It was reported that the balloon failed to infuse. Per sample evaluation, it was found that the balloon burst.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon failed to infuse.

Manufacturer narrative:
Received 1 used silicone catheter with the original unit packaging. The reported issue was confirmed; however, the cause is unknown. Per visual evaluation noted that the balloon ruptured. No pieces were missing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities: 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" supplemental report being submitted as follow-up 4; however, the report is actually follow-up 3, as follow-up 2 was inadvertently submitted as follow-up 3. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon failed to infuse. Per sample evaluation, it was found that the balloon burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon failed to infuse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon failed to infuse.